Event description:
Additional information was received that during the initial implant procedure, the physician recalls difficulty getting an optimal capture threshold value when positioning the rv lead. The patient presented to the clinic after experiencing syncope and loss of capture was observed on the rv lead.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the capture threshold increased on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.